Manufacturer narrative:
A complete lead was returned in one piece with the helix retracted clogged with blood/tissue. After cleaning blood/tissue from the helix and applying torque to the connector pin, the helix could be extended and retracted smoothly. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the physician was not satisfied with the measured threshold of the rv lead. The lead was repositioned; however, the helix would not initially retract. The helix then suddenly retracted with a piece of tissue. The lead was replaced. The patient was discharged.